Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event not established.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2022 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.